Manufacturer narrative:
The sample was not returned for evaluation and the lot number is unknown, therefore a device analysis could not be performed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis (pd) patient experienced peritonitis. The cause of the peritonitis was not reported. The following day the patient was hospitalized for the event. Treatment for the event, action with pd therapy and patient outcome were not reported. No additional information is available.

Manufacturer narrative:
It was reported that the peritonitis was manifested by cloudy peritoneal dialysis (pd) effluent, fibrin, nausea, vomiting, abdominal pain, fever, and chills. The cause of the peritonitis was unknown. Seventeen days after onset, the patient was hospitalized for the event. Four days later, the patient was discharged from the hospital. One day after onset, the patient began treatment for the peritonitis with kefzol (1.5 grams, ¿q¿ (every) 24 hours, discontinued after 4 days) and ciprofloxacin (500 mg, ¿po¿ (orally), ¿oo¿, ongoing). Five days after onset, the patient begain treatment with ceftazidime (dose unknown, frequency and route not reported, ongoing). At the time of this report, the peritonitis event was ongoing. Should additional relevant information become available, a supplemental report will be submitted.